Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer troubleshot the issue and identified the cartridge patient line (pigtail) was bent. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was approximately 100-115 mg/dl.